Manufacturer narrative:
The qa lab performed blood tests using 2 out of 3 returned test strips. The results were an average of 1.4 mmol/l high, out of specification.

Event description:
A customer in the (B)(6) contacted customer service and alleged that he received high control test results using his/her contour system. Actual control test results were not provided. The meter and test strips were returned to customer service in the (B)(6). A control test was performed using the returned products and the result was 12.3 mmol/l. The normal control range was 6.0-8.5 mmol/l. The meter and 3 remaining test strips were returned to the us for further eval.